Manufacturer narrative:
The bd kiestra reada compact is the incubation and imaging module designed for use with the total laboratory automation (tla) and work cell automation (wca) lines of bd kiestra products. Bd quality has confirmed during the investigation that a functionality setting in the bd kiestra reada compact system which automatically adjusts the timing between images of the dishes to account for any system downtime has been determined to contribute to the reported event. The customer¿s settings were changed to prevent this event from reoccurring. Bd has determined through the investigation that no us customer site is impacted by this functionality setting on the bd kiestra reada compact system.

Event description:
During system validation testing, while processing samples using the bd kiestra reada compact, the customer experienced an event where all of the dish images, remaining in the incubation and imaging series, were taken within one minute of each other. This caused the final images to be taken prior to the end of their originally programmed incubation periods.